Manufacturer narrative:
Additional information: it was later confirmed that the 2.25x26mm device dislodged after the device was removed from the patient, that a detachment occurred in vitro on the hypotube of the 2.50x18mm device and that the 2.25x22mm device was deformed at the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon and did not return for analysis. The balloon folds were partially expanded. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use three resolute integrity rx coronary drug eluting stents to treat a severely tortuous, severely calcified lesion exhibiting 90% stenosis located in the proximal circumflex (cx) artery. There was no damage noted to the packaging of any of the devices. It was reported that stent deformation occurred in vivo during positioning/advancement for all three devices. It was stated that the event was due to use of the devices in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.